Manufacturer narrative:
This event has been determined to be supplemental information, and the investigation findings will be submitted under MFR #: 2916596-2019-02143. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the obstruction was not determined. Clinicians continued to monitor the patient. Patient was said to still be active on therapy and discharged home.

Manufacturer narrative:
Correction to section a2 patient age. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experienced dizziness and low flow. A computed tomography angiography was performed and found an outflow graft occlusion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.